Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, premature battery depletion was noted on the patient's device. The device was explanted and replaced. The patient was stable.